Manufacturer narrative:
Based on the information provided, it cannot be determined that the alleged burns are related to the v.a.c.® dressing. This report is being filed due to intentional off-label use of v.a.c.® therapy. The physician assistant was informed by the kci representative that the v.a.c.® dressing had been in place for greater than 2 hours without negative pressure, and the dressing needed to be changed. The kci representative also informed the physician assistant that the v.a.c.® dressing should not be hooked up to wall suction due to lack of safety alarms and the variability in the amount of suction provided by wall suction. In addition, the kci representative informed the nurse not to hook the v.a.c.® dressing up to wall suction and to document if the physician assistant hooks the v.a.c.® dressing to wall suction as well as to inform his charge nurse or unit manager. Device labeling, available in print and online, states: v.a.c.® therapy safety information to help ensure safe and effective use, the v.a.c.® granufoam¿ dressing, v.a.c. Granufoam silver¿ dressing and v.a.c.® whitefoam dressings are to be used with v.a.c.® therapy units. Important: as with any prescription medical device, failure to consult a physician and carefully read and follow all therapy unit and dressing instructions and safety information prior to each use may lead to improper product performance and the potential for serious or fatal injury. Do not adjust therapy unit settings or perform therapy application without directions from/or supervision by the treating physician.

Event description:
On 20-jun-2019, the following information was reported to kci by the nurse: the patient had been reportedly off v.a.c.® therapy for approximately 16 hours with the dressing left in place. The physician assistant stated she had strict instructions to not touch the dressing and placed the patient on wall suction at 100 mmhg using v.a.c.® dressing. On (B)(6) 2019, the patient allegedly experienced severe burns. The v.a.c.® dressing type and lot number were not provided, therefore a device history review could not be performed.